Manufacturer narrative:
Concomitant product: dtbb1d1 crt-d, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead had fractured and exhibited high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.